Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported the patient experienced baclofen withdrawal and a lack of therapeutic effect. The pt's symptoms included a low grade fever, increased spasms, and hallucinations. A contrast dye study was performed (date not reported) - the results were negative. Questioned a motor stall - the pump had a reservoir volume discrepancy of >25% (volumes were not reported). The pump was programmed to deliver compounded baclofen 1000 ug/ml (dose not reported). The pump was explanted and replaced. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.